Event description:
Clinical study. During a coronary artery drug eluting stenting treatment procedure there was balloon deflation and withdrawal issues. The target lesion was a 2.75x40mm 90% stenosed mildly tortuous portion of the proximal and distal left anterior descending (lad) artery. The lesion was predilated with a 2.5x12 hipro balloon. Two taxus express2 drug eluting stents were placed in the proximal and distal lad. Stent #1 was 2.5x24mm and stent # 2 was 2.75x28mm. There was proximal overlap of stent #1 to stent #2 and distal overlap of stent #2 to stent #1. During the procedure slow deflation of the balloon and moderate withdrawal resistance with stent #1 was reported. Compete deflation of the balloon was achieved and confirmed visually by fluoroscopy. The incident resolved without treatment after waiting for balloon deflation and the procedure was completed. The pt was discharged from the hosp three days following this procedure receiving aspirin and plavix.